Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a chronic inflammatory demyelinating polyneuropathy (cidp)patient was undergoing a therapeutic plasma exchange (tpe) procedure. During the procedure, the patient's blood pressure decreased to 69/42mmhg. Per the neurologist's order, 250ml of 0.9% normal saline (ns) bolus was administered to the patient via IV. After performing rinse back, the patient's blood pressure was retaken and the patient's blood pressure decreased to 64/39mmhg. Per the neurologist's order, a second bolus of 300ml of 0.9%normal saline (ns) was administered to the patient via IV at bedside. The patient is reported instable condition. The customer declined to provide patient identifier (ID).the tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the disposable set was not available for return. A device history record review was performed and no issues were found that could have been related to the report of the patient reaction. This patient experienced a similar reaction on (B)(6) 2018 documented in MDR 1722028-2018-00114. The customer is not alleging a deficiency with the device or the disposable. The customer did not respond to multiple attempts to obtain information for the investigation such as; procedural details and dlog information. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blown attack, the reaction progresses from pallor and sweating to pulse slowing and blood pressure decreasing. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged vasovagal reaction include but are not limited to patient disease state and/or patient sensitivity to the procedure.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation is in process. A follow-up report will be provided.